Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist (tss) dialed into the server and confirmed that es was running, messages were processing correctly, and there were no interface errors or devices in critical override. Adt (admit, discharge and transfer) messages were current, and no issues were found. The tss requested an example order for further troubleshooting and sent an email. The customer later confirmed that the issue was already resolved after hl7 interface servers on the best care restarted their servers, and the case was closed. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, discrepancy was identified between medication orders in bestcare and pyxis. Several medication orders did not match between the two systems; the exact start time of the issue was unknown. Nursing staff first noticed the discrepancies on the pyxis devices, and the same discrepancies were subsequently confirmed on the pyxis server. It appeared that new medication orders from bestcare were not flowing to pyxis. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.